Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, the needle tip was dislodged from the suturing device, the tip fell into the patient¿s operating site. In order to resolve the issue, the surgeon spent approximately 3 minutes to retrieve the tip. A second unit was opened to complete the case. No patient injury.